Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed downstream occlusion test. There was no patient involvement.

Manufacturer narrative:
D3: correction. D9: product received date 03-jan-2025. H3: one device was returned for repair with complaint that the device failed downstream occlusion (dso) test. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of event log found several instances of downstream occlusion error. Complaint was not confirmed through functional testing. However, visual inspection found dso seal delamination. The dso seal was replaced.